Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 0.5 mg for a total dose of 0.05998 mg/day, clonidine 100 mcg for a total dose of 11.99531 mcg/day, and bupivacaine 10 mg for a total dose of 1.19953 mg/day via an implantable pump. It was reported on (B)(6) 2019 during a pump refill, a pump reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 30.7ml and the actual reservoir volume (arv) was 26 ml. There was no associated signs and symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported.